Event description:
On 8/23/88 the pump and reservoir were implanted. On 12/6/88 the cylinders were implanted. On 11/6/95 the connectors were revised. On 5/19/97 the cylinders were removed from the pt and replaced due to fluid loss.